Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and low blood glucose on (B)(6) 2018 with blood glucose of 64 mg/dl. Customer blood glucose at time of incident was 600 mg/dl and current blood glucose was 389 mg/dl. Customer other blood glucose value were 399 mg/dl, 83mg/dl,135mg/dl,200mg/dl and 905 mg/dl. Customer was alleging the insulin pump for under delivery of insulin. The customer experienced symptoms such as dizzy and uneasy. The customer was treated with manual injection. The device will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. (B)(4).